Manufacturer narrative:
Concomitant medical products: 305u223 tissue valve implanted; (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant the right ventricular (rv) epicardial leads exhibited low sensing and no capture on an analyzer. The leads were capped and replaced with a transvenous system. No patient complications have been reported as a result of this event.